Event description:
Patient had essure procedure in 2011. Patient reported she had pain in her abdomen due to the essure device. Patient had a surgeon remove the essure device from her abdomen in (B)(6) 2012. Patient states she is feeling better.

Manufacturer narrative:
Several attempts were made to obtain further information from the explant physician but no response has been received to date. With no additional information available from the explant physician, this MDR is being filed as a conservative measures to ensure compliance with 21 cfr part 803.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil\ fragments in her body after she had a medical device that ruptured (essure) in 2014.'), fallopian tube perforation ('the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes\ she had an essure placed in 2010, developed a perforation in the fallopian tube.'), device dislocation ('piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device/ migrated essure device / migrated into the abdomen') and genital haemorrhage ('blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included bronchitis in january 2012, hernia repair (in 1999) in 1999, parity 1, kidney infection, hypothyroidism, cesarean section (in 1999), abdominoplasty, tonsillectomy, bunionectomy, lower abdominal pain (achy, stabbing; - worse with stretching;), hematoma, uterine bleeding, pain ankle, tonsillectomy, c-section, cesarean section, tonsillectomy, cyst removal, anterior cruciate ligament reconstruction, aching (l) knee, synovitis of knee, baker's cyst, pain in joint, popliteal cyst, medial epicondylitis, chronic lymphocytic thyroiditis, pyogenic arthritis, pain in extremity and deep vein thrombosis. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion, she had a brca analysis was negative. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma (2012), obesity, foreign body trauma, discomfort, heart murmur, menstruation abnormal, vaginal pain, breast pain, low back pain, shoulder pain, vaginal anastomotic leak, blood in urine, frequency urinary, nausea, diarrhea, chills, short of breath, fainting, rash, hypertension, upper respiratory infection, anemia, hematochezia, decreased appetite, weight fluctuation, cholesterol levels raised, flu, pain in elbow, bipolar disorder, hypomanic psychosis, chest tightness, acute respiratory tract infection, acute bronchitis, acute maxillary sinusitis, pain in extremity, peripheral swelling, difficulty in walking, toe sprain, discomfort, limb injury, bone graft, knee pain, energy decreased, headache, numbness, blurred vision, photophobia, weakness, vomiting, migraine, iodine allergy, nickel sensitivity, cough, general body pain, acute sinusitis, upper respiratory infection, congestion nasal, fever, hashimoto's disease, panic disorder, menses irregular, jaw pain, neck pain, swelling abdomen, palpitations, iron deficiency anemia, esophagitis, rectal bleeding, internal hemorrhoids, chest pain, thoracic spondylosis, dyspnea and breast cancer. Family history included mood disorder and heart disease, unspecified. Concomitant products included alprazolam, diclofenac diethylamine (anti inflammatory), escitalopram oxalate (lexapro), topiramate (topamax) and zolmitriptan (zomig). On (B)(6) 2010, the patient had essure inserted. In may 2011, the patient experienced fatigue ("tired / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), vaginal discharge ("vaginal discharge"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency") and stress urinary incontinence ("bladder or urinary problems: stress") and was found to have quality of life decreased ("years of quality of life being stolen / loss of quality of life") and weight increased ("weight gain"). In june 2011, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vulvovaginitis ("bacterial vaginosis"), fungal infection ("yeast") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety") and nightmare ("nightmares"). On an unknown date, the patient experienced intra-abdominal haemorrhage ("massive blood loss/internal bleeding"), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), paraesthesia ("tingling in my extremities"), dizziness ("dizzy spells") and malaise ("too sick because of essure") and underwent tumour excision ("tumor / teratoma / cancer type: mass removed"). The patient was treated with rizatriptan benzoate (maxalt) and surgery (ablation, salpingectomy (one side removal of fallopian tube) (bilateral), total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, intra-abdominal haemorrhage, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency, stress urinary incontinence, paraesthesia, dizziness, tumour excision and malaise outcome was unknown and the device dislocation and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, malaise, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, paraesthesia, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, tumour excision, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Dr. Was only able to place the coil on one side during the 1st visit. The coil on the other side was placed during a later visit. She had kept the fragment which was in her abdomen, however, she no longer know where it is. (B)(6) 2011, trailing coils right 3; (B)(6) 2011. Trailing coil: left 3. Right essure device has migrated near the umbilicus. Migrated portion of the right essure device into the region of the greater omentum, just deep to the umbilicus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Colonoscopy - on an unknown date: the ileum appeared to be normal. On retroflexed view. Internal hemorrhoids were found. Gross description: submitted is a single tan, focally hemorrhagic, irregularly-shaped, soft tissue fragment which measures 0.4 x 0.3 x 0.2 em. (Est). Submitted are two tan, focally hemorrhagic, irregularly shaped, soft tissue fragments which together measure 0.3 x 0.2 x 0.2 cm. (Est). Computerised tomogram - on an unknown date: CT scan for future evaluation demonstrated seroma.; on (B)(6) 2014: scar tissue build up near suprapubic region. Magnetic resonance imaging - on an unknown date: conclusion: findings are most consistent for hemosiderin and/or calcific deposition in the subcortical region of the ventral aspect of the right superior frontal lobe gyrus. This is a nonspecific finding and interval follow up including contrast MRI is offered for further assessment as clinically warranted.. Mammogram - on an unknown date: findings: there are benign appearing calcifications bilaterally 0.8 cm and 1.2 cm benign appearing lymph nodes are present in the right axilla, within the area of palpable abnormality. No suspicious abnormalities are present in the right axilla.. X-ray - on (B)(6) 2012: sometime between (B)(6) and (B)(6)-2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, abdominal pain, vaginal discharge, headache, lower abdominal pain, dizziness, menorrhagia, dysmenorrhea, essure from the right tube that has migrated into the abdomen in the omental cavity,migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil\ fragments in her body after she had a medical device that ruptured (essure) in 2014.'), fallopian tube perforation ('the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes\ she had an essure placed in 2010, developed a perforation in the fallopian tube.'), device dislocation ('piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device/ migrated essure device / migrated into the abdomen') and genital haemorrhage ('blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included bronchitis in (B)(6) 2012, hernia repair (in 1999) in 1999, parity 1, kidney infection, hypothyroidism, cesarean section (in 1999), abdominoplasty, tonsillectomy, bunionectomy, lower abdominal pain (achy, stabbing; - worse with stretching;), hematoma, uterine bleeding, pain ankle, tonsillectomy, c-section, cesarean section, tonsillectomy, cyst removal, anterior cruciate ligament reconstruction, aching (l) knee, synovitis of knee, baker's cyst, pain in joint, popliteal cyst, medial epicondylitis, chronic lymphocytic thyroiditis, pyogenic arthritis, pain in extremity and deep vein thrombosis. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion, she had a brca analysis was negative. Previously administered products included for an unreported indication: iodine. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma (2012), obesity, foreign body trauma, discomfort, heart murmur, menstruation abnormal, vaginal pain, breast pain, low back pain, shoulder pain, vaginal anastomotic leak, blood in urine, frequency urinary, nausea, diarrhea, chills, short of breath, fainting, rash, hypertension, upper respiratory infection, anemia, hematochezia, decreased appetite, weight fluctuation, cholesterol levels raised, flu, pain in elbow, bipolar disorder, hypomanic psychosis, chest tightness, acute respiratory tract infection, acute bronchitis, acute maxillary sinusitis, pain in extremity, peripheral swelling, difficulty in walking, toe sprain, discomfort, limb injury, bone graft, knee pain, energy decreased, headache, numbness, blurred vision, photophobia, weakness, vomiting, migraine, iodine allergy, nickel sensitivity, cough, general body pain, acute sinusitis, upper respiratory infection, congestion nasal, fever, hashimoto's disease, panic disorder, menses irregular, jaw pain, neck pain, swelling abdomen, palpitations, iron deficiency anemia, esophagitis, rectal bleeding, internal hemorrhoids, chest pain, thoracic spondylosis, dyspnea and breast cancer. Family history included mood disorder and heart disease, unspecified. Concomitant products included alprazolam, diclofenac diethylamine (anti inflammatory), escitalopram oxalate (lexapro), topiramate (topamax) and zolmitriptan (zomig). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("tired / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), vaginal discharge ("vaginal discharge"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency") and stress urinary incontinence ("bladder or urinary problems: stress") and was found to have quality of life decreased ("years of quality of life being stolen / loss of quality of life") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vulvovaginitis ("bacterial vaginosis"), fungal infection ("yeast") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety") and nightmare ("nightmares"). On an unknown date, the patient experienced intra-abdominal haemorrhage ("massive blood loss/internal bleeding"), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), paraesthesia ("tingling in my extremities"), dizziness ("dizzy spells") and malaise ("too sick because of essure") and underwent tumour excision ("tumor / teratoma / cancer type: mass removed"). The patient was treated with rizatriptan benzoate (maxalt) and surgery (ablation, salpingectomy (one side removal of fallopian tube) (bilateral), total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, intra-abdominal haemorrhage, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency, stress urinary incontinence, paraesthesia, dizziness, tumour excision and malaise outcome was unknown and the device dislocation and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, malaise, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, paraesthesia, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, tumour excision, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Dr. Was only able to place the coil on one side during the 1st visit. The coil on the other side was placed during a later visit. She had kept the fragment which was in her abdomen, however, she no longer know where it is. (B)(6) 2011, trailing coils right 3; (B)(6) 2011. Trailing coil: left 3. Right essure device has migrated near the umbilicus. Migrated portion of the right essure device into the region of the greater omentum, just deep to the umbilicus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Colonoscopy - on an unknown date: the ileum appeared to be normal. On retroflexed view. Internal hemorrhoids were found gross description: a. Submitted is a single tan, focally hemorrhagic, irregularly-shaped, soft tissue fragment which measures 0.4 x 0.3 x 0.2 em. (Est). Submitted are two tan, focally hemorrhagic, irregularly shaped, soft tissue fragments which together measure 0.3 x 0.2 x 0.2 cm. (Est). Computerised tomogram - on an unknown date: CT scan for future evaluation demonstrated seroma.; on (B)(6) 2014: scar tissue build up near suprapubic region. Magnetic resonance imaging - on an unknown date: conclusion: findings are most consistent for hemosiderin and/or calcific deposition in the subcortical region of the ventral aspect of the right superior frontal lobe gyrus. This is a nonspecific finding and interval follow up including contrast MRI is offered for further assessment as clinically warranted.. Mammogram - on an unknown date: findings: there are benign appearing calcifications bilaterally 0.8 cm and 1.2 cm benign appearing lymph nodes are present in the right axilla, within the area of palpable abnormality. No suspicious abnormalities are present in the right axilla.. X-ray - on (B)(6) 2012: sometime between (B)(6) and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, abdominal pain, vaginal discharge, headache, lower abdominal pain, dizziness, menorrhagia, dysmenorrhea, essure from the right tube that has migrated into the abdomen in the omental cavity,migraines quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " too sick because of essure" was added, reporter information was added, date of explanted was updated to (B)(6) 2012. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes"), device dislocation ("piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device"), genital haemorrhage ("blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)") and intra-abdominal haemorrhage ("massive blood loss/internal bleeding") in a (B)(6) year-old female patient who had essure (batch no. (B)(6)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included parity 1, kidney infection, hypothyroidism, cesarean section, abdominoplasty, tonsillectomy and bunionectomy. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion,. Concurrent conditions included obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma, obesity, foreign body trauma, discomfort, heart murmur and menstruation abnormal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage ("broken coil") (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), fatigue ("tired / fatigue"), quality of life decreased ("years of quality of life being stolen / loss of quality of life"), migraine ("migraines"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), urinary tract infection ("urinary tract infections"), bacterial vulvovaginitis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety"), nightmare ("nightmares"), weight increased ("weight gain"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency"), stress urinary incontinence ("bladder or urinary problems: stress"), paraesthesia ("tingling in my extremities") and dizziness ("dizzy spells"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intra-abdominal haemorrhage, pelvic pain, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency, stress urinary incontinence, paraesthesia and dizziness outcome was unknown and the device dislocation was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, paraesthesia, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Scout x-ray: (B)(6) 2012: sometime between (B)(6) and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen. CT scan for future evaluation demonstrated seroma. Most recent follow-up information incorporated above includes: on (B)(4) 2018: fu from social media: new events: dizziness, paraesthesia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes"), device dislocation ("piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device"), genital haemorrhage ("blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)") and intra-abdominal haemorrhage ("massive blood loss/internal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 823471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included parity 1. Concurrent conditions included morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage ("broken coil") (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), fatigue ("tired / fatigue"), quality of life decreased ("years of quality of life being stolen / loss of quality of life"), migraine ("migraines"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), urinary tract infection ("urinary tract infections"), bacterial vulvovaginitis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety"), nightmare ("nightmares"), weight increased ("weight gain"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency") and stress urinary incontinence ("bladder or urinary problems: stress"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ablation). Essure was removed in august 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intra-abdominal haemorrhage, pelvic pain, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency and stress urinary incontinence outcome was unknown and the device dislocation was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Scout x-ray: (B)(6) 2012. Sometime between (B)(6) and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, relevant history, lot number received, events- abnormal bleeding (vaginal), menorrhagia), apareunia (inability to have sexual intercourse), bladder problems or urinary problems or changes: urgency, stress/ urge incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, vaginal dryness, urinary tract infections, bacterial vaginosis- yeast, headaches, malposition of essure device fragments in abdomen/ migration of essure device, pain, psychological or psychiatric problems ptsd, depression, anxiety, nightmares, weight gain,m urge incontinence, did not undergone essure confirmation test were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on 27-feb-2018: processed with fu 8 incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes"), device breakage ("broken coil"), device dislocation ("piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device"), genital haemorrhage ("blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)") and intra-abdominal haemorrhage ("massive blood loss/internal bleeding") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included parity 1, kidney infection, hypothyroidism, cesarean section, abdominoplasty, tonsillectomy and bunionectomy. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion,. Concurrent conditions included obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma, obesity, foreign body trauma, discomfort, heart murmur, menstruation abnormal, vaginal pain, breast pain, low back pain, shoulder pain, vaginal anastomotic leak, blood in urine, frequency urinary, nausea, diarrhea, chills, short of breath, fainting, rash and hypertension. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), fatigue ("tired / fatigue"), quality of life decreased ("years of quality of life being stolen / loss of quality of life"), migraine ("migraines"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), urinary tract infection ("urinary tract infections"), bacterial vulvovaginitis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety"), nightmare ("nightmares"), weight increased ("weight gain"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency"), stress urinary incontinence ("bladder or urinary problems: stress"), paraesthesia ("tingling in my extremities"), dizziness ("dizzy spells") and tumour excision ("tumor / teratoma / cancer type: mass removed"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intra-abdominal haemorrhage, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency, stress urinary incontinence, paraesthesia, dizziness and tumour excision outcome was unknown and the device dislocation and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, paraesthesia, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, tumour excision, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Dr. Was only able to place the coil on one side during the 1st visit. The coil on the other side was placed during a later visit. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Scout x-ray: (B)(6) 2012: sometime between (B)(6) and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen. CT scan for future evaluation demonstrated seroma. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, abdominal pain, vaginal discharge, headache, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, patient demographic updated, event added- tumour excision. Concomitant disease added. On (B)(6) 2018: source document missing. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes"), device breakage ("broken coil"), device dislocation ("piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device"), genital haemorrhage ("blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)") and intra-abdominal haemorrhage ("massive blood loss/internal bleeding") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included parity 1, kidney infection, hypothyroidism, cesarean section, abdominoplasty, tonsillectomy and bunionectomy. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion,. Concurrent conditions included obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma, obesity, foreign body trauma, discomfort, heart murmur and menstruation abnormal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), fatigue ("tired / fatigue"), quality of life decreased ("years of quality of life being stolen / loss of quality of life"), migraine ("migraines"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), urinary tract infection ("urinary tract infections"), bacterial vulvovaginitis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety"), nightmare ("nightmares"), weight increased ("weight gain"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency"), stress urinary incontinence ("bladder or urinary problems: stress"), paraesthesia ("tingling in my extremities") and dizziness ("dizzy spells"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intra-abdominal haemorrhage, pelvic pain, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency, stress urinary incontinence, paraesthesia and dizziness outcome was unknown and the device dislocation was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, paraesthesia, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Scout x-ray: (B)(6) 2012: sometime between (B)(6) and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen. CT scan for future evaluation demonstrated seroma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes"), device breakage ("broken coil"), device dislocation ("piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device"), genital haemorrhage ("blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)") and intra-abdominal haemorrhage ("massive blood loss/internal bleeding") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included parity 1, kidney infection, hypothyroidism, cesarean section, abdominoplasty, tonsillectomy and bunionectomy. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion,. Concurrent conditions included obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma, obesity, foreign body trauma, discomfort, heart murmur, menstruation abnormal, vaginal pain, breast pain, low back pain, shoulder pain, vaginal anastomotic leak, blood in urine, frequency urinary, nausea, diarrhea, chills, short of breath, fainting and rash. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), fatigue ("tired / fatigue"), quality of life decreased ("years of quality of life being stolen / loss of quality of life"), migraine ("migraines"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), urinary tract infection ("urinary tract infections"), bacterial vulvovaginitis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety"), nightmare ("nightmares"), weight increased ("weight gain"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency"), stress urinary incontinence ("bladder or urinary problems: stress"), paraesthesia ("tingling in my extremities") and dizziness ("dizzy spells"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intra-abdominal haemorrhage, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency, stress urinary incontinence, paraesthesia and dizziness outcome was unknown and the device dislocation and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, paraesthesia, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Dr. Was only able to place the coil on one side during the 1st visit. The coil on the other side was placed during a later visit. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Scout x-ray: (B)(6) 2012: sometime between (B)(6) and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen. CT scan for future evaluation demonstrated seroma. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, pelvic pain, abdominal pain, vaginal discharge, headache, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received. Reporter's information was added and outcome of event pelvic pain was updated from unknown to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the other piece of left coil was sticking through her fallopian tube/perforation (fallopian tube(s)/oils which had torn through my fallopian tubes"), device dislocation ("piece of the left coil ended up embedded in her abdomen / malposition of essure device fragments in abdomen/migration of essure device"), genital haemorrhage ("blood pouring out of her for 3 hours straight, dripping down her legs / abnormal bleeding (general)") and intra-abdominal haemorrhage ("massive blood loss/internal bleeding") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included parity 1, kidney infection, hypothyroidism, cesarean section, abdominoplasty, tonsillectomy and bunionectomy. Negative pap test there was no surrounding inflammatory response and no suspicious lytic or elastic osseus lesion,. Concurrent conditions included morbid obesity, left lower quadrant pain, irregular menstruation, dizziness, infected seroma, obesity, foreign body, discomfort, heart murmur and menstruation abnormal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage ("broken coil") (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and persistent pain"), abdominal pain ("pain, cramping in abdomen"), medical device pain ("severe pain on the right side where the essure coil was still in tube"), fatigue ("tired / fatigue"), quality of life decreased ("years of quality of life being stolen / loss of quality of life"), migraine ("migraines"), hypoaesthesia ("numbness in hands and feet"), asthenia ("her energy level was sagged"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("hormonal changes : vaginal dryness"), urinary tract infection ("urinary tract infections"), bacterial vulvovaginitis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fungal infection ("yeast"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd"), depression ("depression"), anxiety ("anxiety"), nightmare ("nightmares"), weight increased ("weight gain"), urge incontinence ("bladder or urinary problems :urge incontinence"), micturition urgency ("bladder or urinary problems: urgency") and stress urinary incontinence ("bladder or urinary problems: stress"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ablation). Essure was removed in august 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, intra-abdominal haemorrhage, pelvic pain, abdominal pain, medical device pain, fatigue, quality of life decreased, migraine, hypoaesthesia, asthenia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vulvovaginal dryness, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, fungal infection, headache, post-traumatic stress disorder, depression, anxiety, nightmare, weight increased, urge incontinence, micturition urgency and stress urinary incontinence outcome was unknown and the device dislocation was resolving. The reporter considered abdominal pain, anxiety, asthenia, bacterial vulvovaginitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, medical device pain, menorrhagia, micturition urgency, migraine, nightmare, pelvic pain, post-traumatic stress disorder, quality of life decreased, stress urinary incontinence, urge incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and approx.(B)(6) 2011, date(s) of removal: (B)(6) 2014 or (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Scout x-ray: (B)(6) 2012. Sometime between april and (B)(6) 2012: first battery of tests came back normal. After one week, CT scan was performed and showed essure coil had broken inside her body and it perforated her fallopian tube and was sitting in her abdomen. CT scan for future evaluation demonstrated seroma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records, medically confirmed , new reporter, patient relevant information and concurrent condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.